Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was planned to be implanted to prevent a type ia endoleak in a previously implanted medtronic stent graft system. It was reported during the index procedure when the guide box was opened it was noted there was no obturator present in the box. A second guide box was opened and the obturator used to successfully implant 9 endoanchors. The cause of the event was determined as product related. No adverse event was associated with the patient.